Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2015, the patient presented with a 55 mm abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. A follow-up cta, dated (B)(6) 2016, showed the aneurysm to be 56.7 mm. The aneurysm size appeared to be stable until (B)(6) 2017. On (B)(6) 2018, a type ii endoleak of unspecified origin was identified and successfully treated with glue embolization. The aneurysm measured 66 mm by cta. The patient tolerated the procedure.